Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with hemolysis and a lactate dehydrogenase (ldh) level greater than 1000 u/l. An echocardiogram showed the aortic valve closed with increased pump speed, and an inflow cannula obstruction. The patient was asymptomatic. The patient was treated with a heparin infusion and intravenous fluids with improvement in ldh level to less than 800 u/l. On (B)(6) 2017, it was reported that the patient improved with medical therapy and was discharged home. No further information was provided.

Manufacturer narrative:
No product was returned for evaluation. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.